Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; no chemistry observed. Qc investigation on (B)(4) 2017 resulted in defect found and the event was determined to be reportable. Final root cause investigation has been completed; washed strips. No chemistry observed. No further investigation required. Test strip (B)(4).

Event description:
Consumer reported complaint of e-2 error: sample not detected or using wrong test strip. The e-2 error occurred as soon as the blood sample was absorbed. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. The product is stored according to specification. Customer was using the correct test strips. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date at time of call was within four months of opening. Adverse event not reported at time of call on (B)(6) 2017.